Event description:
Bo alaris pca module/channel when a medical provider initiates a pca per a physician's order, we obtain the medication (in a syringe} from pharmacy and the pca tubing stocked on the division. When connecting the medication (syringe} to the tubing, the alaris module/channel never instructs the medical provider to prime the tubing. I can select the drug and program the settings without ever being prompted to prime the tubing. Also, the pca tubing is very rigid compared to typical tubing so it's difficult to tell if fluid has been primed especially since the medication (in a syringe} is clear. In addition, the alaris pca module/channel does not have an air check to alert staff that air is in the line. To prime appropriately, alaris should feature a screen to remind to prime the tubing with the prime button available on the screen. Currently, staff must remember on the guardrails drug setup infusion modes screen to hit the options button (image 1) page down (image 2) and select prime set with syringe (image 3). Patients will receive the tubing length of air and no medication if priming does not occur. Educate nurses that they must prime the tubing if they are the first nurse to initiate a pca. Need screen prompts and a mechanical safety (air check built into the pca module/channel). (B)(4).